Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level this morning of 278 mg/dl. The customer delivered a correction bolus with the pump. Reportedly, the customer intentionally miscalculates the bolus request by "lying" to the pump and inputting bg value lower than her current bg value into the bolus menu, which reduced the total insulin to be delivered. Additionally, the customer reported having anxiety which motivates her to stay above target bg level of 120 mg/dl, which provoked her to take action against her health care provider's (hcp) recommendations. The customer's hcp was aware of the customer's anxiety, and recommended that the customer bolus with the true amount of carbohydrates ingested and input the current bg value within the bolus menu.